Event description:
It was reported during the patient's (B)(6) trial procedure on (B)(6) 2014, intraoperative lead testing revealed invalid impedance measurements. As a result, the physician removed and replaced the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.